Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded the cartridge with cold insulin. Technical support educated the customer on using room temperature insulin for filling, which the customer acknowledged. Customer reloaded the existing cartridge and continued to use pump for insulin therapy.